Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported waking up to an automatic restriction alarm and a blood glucose level up to 500 mg/dl. The patient sought emergency medical attention and was diagnosed with diabetic ketoacidosis. Upon pod removal, a bump was noted at the insertion site. Following the event, the patient transitioned into insulin injections but plans to resume pod therapy after following up with the healthcare provider. Details regarding site appearance, duration of the emergency room visit, and specific treatment information were not available.